Event description:
It was reported that there were lines running across the display screen. It was also reported that the backlight was not functioning. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty liquid crystal display driver.